Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2953161-2016-00250 was submitted in error, and is hereby retracted.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for a ruptured abdominal aortic aneurysm and was implanted with three cook zenith aaa flex endoprostheses. It was reported that a gore® excluder® iliac extender component was partially deployed and ligated in the proximal segment; and then re-sheathed and advanced within the left common ilac artery and deployed to obtain occlusion in the left common iliac artery. A omniflush catheter was then placed into the visceral aorta for completion aortogram, and the patient underwent cardiac arrest. Advanced cardiac life support measure were started including chest compressions but the patient was unable to be rescuscitated.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment and was implanted with a gore® excluder® aaa endoprosthesis ((B)(4)). The patient was reported to have expired this same day. The cause of death was not provided.